Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Patient reported " a right side deflation." Device remain implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on radius side assessed as fold flaw opening and one opening on side radius side assessed surgical damage. Additional observations: wear abrasion is observed. Creases are observed. Yellow particles in device inner surface are observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.